Event description:
Home pt (hp) spoke with baxter's quality assurance dept regarding an alleged leaky connector from a pt extension line. Reportedly, when hp was setting up their supplies, prior to prime, hp connected two pt extension lines to the pt line of their homechoice set. Hp made sure that all connections were tight, and advanced into prime. The primed setup successfully without any alarms, so hp connected themselves to the setup and began their therapy. In fill 1 hp noticed fluid leaking at the connection between the two pt extension lines. Hp immediately closed their transfer set, clamped everything off and ended treatment early, in order to complete their therapy they set up with new supplies. Three days later hp reported to their rn that their effluent was cloudy. Hp's rn took a culture which revealed staphylococcus species (coagulase negative). Hp was instructed to administer 1 gram of cefazolin, intraperitoneal, daily for the next 10 days along with 40mg of tobramycin, intraperitoneal, daily for 2 days. Reportedly, hp has recovered from the infection, no hospitalization was required.